Event description:
It was reported that the essx handpiece was being used in a procedure when it ran without user activation. The procedure was completed successfully using the same device, with no patient or user injuries and no adverse consequences.

Event description:
It was reported that the essx handpiece was being used in a procedure when it ran without user activation. The procedure was completed successfully using the same device, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
The reported event of the device running without user activation was not confirmed by the repair technician and diagnostic engineer through functional evaluation, disassembly and visual inspection. The components of the handpiece were conforming. The handpiece was clean, lubed, adjusted. Components associated with preventive maintenance were replaced. The handpiece passed final inspection and returned to the account.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.